Event description:
Physician attempted to remove a chest tube from the pt and the chest tube broke off at the skin site. Approx 8 to 10 cm of tube remained in the pt. Surgical intervention required to remove tube. Hospitalization increased by one day. Pt appeared to tolerate procedure.